Manufacturer narrative:
Date of event: populated as (B)(6) 2010 as there is no known event date. Populated as the first day of the month of the bsc aware date.

Event description:
It was reported that stent dislodgement occurred. A 7.0x40x75cm express ld stent was selected for use. However, during preparation it was found out that stent was at the proximal part of the balloon. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 7.0x40x75cm express ld stent was selected for use. However, during preparation it was found out that stent was at the proximal part of the balloon. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
B3: date of event-: populated as (B)(6) 2010 as there is no known event date. Populated as the first day of the month of the bsc aware date. Device evaluated b MFR: a visual and microscopic examination identified that the stent had been moved to position that was approximately 3mm proximal of the proximal markerband on the device. A microscopic examination found the moved stent to be undamaged. No other issues were identified with the stent that could potentially have contributed to the complaint incident. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The crimp marks were clearly visible on the balloon material where the stent had been positioned. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.